Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer did not disable the arm but it is unknown if the case was completed with all four arms. The issue resulted in a few minutes of delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed (only applicable if no error codes from logs) or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues with the universal surgical manipulator 2 (usm2). The system displayed messages indicating to remove the instrument and the usm rotation was limited. The customer checked the arm rotation, then repositioned the usm but the issue remained. The procedure was completed with no reported injury.